Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during clip deployment, the clip did not initially release, and if were to reoccur, has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and deployment steps were started per the instructions for use (IFU); however, the clip did not release from the cds. Troubleshooting was performed. The actuator knob was pulled out 3-4cm from the back of the cds system, and tension was applied by pulling the whole system back. The gripper line was removed, and aggressive force was exerted on the actuator knob. After around 5 minutes, the clip abruptly detached from the cds. It was confirmed that the clip was secure on both leaflets. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult deployment could not be replicated in a testing environment due to the returned device condition. However, testing confirmed the clip deployment mechanism (threaded stud) functioned as intended. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. It is possible that there were possible procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.